Manufacturer narrative:
Investigation: the disposable set was not available for return and investigation. The run data filed was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would contribute to the elevated wbc count that the customer experienced. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber during a portion of the procedure. It is possible that the higher than expected wbc content in the platelet product could be donor-related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.